Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The values were greater than 200 ohms and were noted to have been out of range a total of four times. In addition, noise was observed on the rv channel, but it was not being sensed by the crt-d. The patient was brought in and the out of range impedances could not be reproduced via isometrics or pocket manipulations. At this time, the rv lead and existing right atrial (ra) lead were surgically abandoned. The crt-d was also changed out. During the revision, a fluoroscopy was performed and no damage was seen on the lead. However, it was noted that the ra and rv leads were very close to one another, so it was possible the observations were caused due to the leads rubbing together. It was also noted that the patient had several occlusions within the vessel. No additional adverse patient effects were reported.